Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
The patient had pain at the implantable neurostimulator (ins) site; tenderness under the right anterior costal margin. The ins was surgically revised on (B)(6) 2005. The patient recovered without sequela.